Event description:
It was reported the patient had a battery replacement due to dead battery. The cause of dead battery was unknown. The patient was doing well after replacement. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).